Event description:
Pt brought to cardiac cath lab for stent placement. Not a surgical candidate due to medical condition and history. After stent was placed pt developed hypotension and became unresponsive. Emd noted, resuscitation was attempted for 30 minutes but was unsuccessful. Pt died secondary to possible air embolus or particulate embolus. Percusurge appeared to be functioning normally following event. Some difficulty with aspiration was noted during the procedure. Stopcock and touhy were examined and appeared to be functioning normally.